Manufacturer narrative:
The insulin pump received with blank display due to corroded battery tube. The battery cap contact was corroded. The insulin pump was unable to verify for low reservoir alarm, failed battery test and weak battery alarm due to blank display. The insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked on battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a battery failure and a low reservoir alarm. Prior to the event, the patient changed the battery out. The customer has treated herself with the pump. The current blood glucose reading is 242 mg/dl. The replacement policy was explained to her. No further information was provided.